Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury(ies) or complication (s) please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: menstrual changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), fungal infection ("infection (bladder/ infection/bladder: yeast"), uterine infection ("infection (bladder/ infection- uetrine infection"), cystitis bacterial ("infection (bladder/ infection: bacterial"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ stabbing pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain/aching"), endometriosis ("endometriosis"), alopecia ("hair loss"), coeliac disease ("celiac disease") and visual impairment ("vision issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, uterine infection, cystitis bacterial, migraine, headache, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, weight increased, endometriosis, alopecia, coeliac disease and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, coeliac disease, cystitis bacterial, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The following information was received from social media celiac disease, vision issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- celiac disease, vision issues. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury(ies) or complication (s) please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: menstrual changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), fungal infection ("infection (bladder/ infection/bladder: yeast, intestinal lining infection"), uterine infection ("infection (bladder/ infection- uetrine infection"), cystitis bacterial ("infection (bladder/ infection: bacterial"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ stabbing pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain/aching"), endometriosis ("endometriosis"), alopecia ("hair loss"), coeliac disease ("celiac disease"), visual impairment ("vision issues"), swelling face ("face swelling"), dyspnoea ("difficulty breathing") and constipation ("constipated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, uterine infection, cystitis bacterial, migraine, headache, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, weight increased, endometriosis, alopecia, coeliac disease, visual impairment, swelling face, dyspnoea and constipation outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, coeliac disease, constipation, cystitis bacterial, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, swelling face, urinary tract infection, uterine infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The following information was received from social media celiac disease, vision issues. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event face swelling, difficulty breathing, constipated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury(ies) or complication (s) please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: menstrual changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), fungal infection ("infection (bladder/ infection/bladder: yeast, intestinal lining infection"), uterine infection ("infection (bladder/ infection- uterine infection"), cystitis bacterial ("infection (bladder/ infection: bacterial"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ stabbing pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain/aching"), endometriosis ("endometriosis"), alopecia ("hair loss"), coeliac disease ("celiac disease"), visual impairment ("vision issues"), swelling face ("face swelling"), dyspnoea ("difficulty breathing"), constipation ("constipated") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, uterine infection, cystitis bacterial, migraine, headache, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, weight increased, endometriosis, alopecia, coeliac disease, visual impairment, swelling face, dyspnoea, constipation and blepharospasm outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blepharospasm, coeliac disease, constipation, cystitis bacterial, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, swelling face, urinary tract infection, uterine infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The following information was received from social media celiac disease, vision issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- eyelid twitching. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury(ies) or complication (s) please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: menstrual changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), fungal infection ("infection (bladder/ infection/bladder: yeast, intestinal lining infection"), uterine infection ("infection (bladder/ infection- uetrine infection"), cystitis bacterial ("infection (bladder/ infection: bacterial"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ stabbing pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain/aching"), endometriosis ("endometriosis"), alopecia ("hair loss"), coeliac disease ("celiac disease"), visual impairment ("vision issues"), swelling face ("face swelling"), dyspnoea ("difficulty breathing"), constipation ("constipated") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, uterine infection, cystitis bacterial, migraine, headache, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, weight increased, endometriosis, alopecia, coeliac disease, visual impairment, swelling face, dyspnoea, constipation and blepharospasm outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blepharospasm, coeliac disease, constipation, cystitis bacterial, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, swelling face, urinary tract infection, uterine infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The following information was received from social media celiac disease, vision issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury(ies) or complication (s) please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: menstrual changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ infection (bladder/ type: uti"), fungal infection ("infection (bladder/ infection/bladder: yeast"), uterine infection ("infection (bladder/ infection- uterine infection"), bacterial infection ("infection (bladder/ infection: bacterial"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain/aching"), endometriosis ("endometriosis") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, uterine infection, bacterial infection, migraine, headache, dysmenorrhoea, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, weight increased, endometriosis and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Previously reported event injury was replaced with hormonal changes describe: menstrual changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ infection(bladder/ type: uti, yeast, uterine, bacterial, migraines / headaches, dysmenorrhea (cramping), pain, weight gain, other injury(ies) or complication (s) please describe: pelvic inflammatory disease and endometriosis, hair loss, abdominal pain, pelvic pain, painful intercourse, back pain, joint pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.